Event description:
During the stenting of a lesion located in the iliac artery (side unk), the stent on the stent delivery system (sds) dislodged from the balloon when the physician attempted to insert the sds into the pt over a guidewire, without the use of a sheath. The stent remained partially in the vessel and partially in the skin of the pt and was retrieved with forceps. The pt was a female. The characteristics of the vessel are unk. This was a crossover procedure with kissing balloon technique. The products were properly inspected and prepped prior to insertion. The physician inserted a 6 fr sheath, over a .018" guidewire, and placed a stent (pg3980pss) in the contralateral iliac. To insert the second stent, the physician inserted a .035 guidewire, removed the sheath, and advanced this sds over the guidewire. The physician believed that there was a stenosis just beyond the puncture site and when he attempted to insert the sds into the pt, the delivery system became stuck and the stent was pushed off the balloon. No positive pressure was applied to the balloon prior to the stent dislodgement. The dislodged stent was retrieved and the procedure was successfully completed with another stent (krauth) with no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (whiich is indicated as "other" under section h3 code).